Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a no delivery alarm and the escape button was unresponsive. Blood glucose level at the time of the incident was 128 mg/dl. The customer's father did not recall any significant events leading up to this issue. Troubleshooting was not performed as the caller did not have the insulin pump available at the time of the call. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to unlocked lcd keypad connector. Unable to perform the functional testing or check the operating currents due to the unresponsive buttons. Unable to confirm the excessive no delivery alarms due to no button response. No button error alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.